Manufacturer narrative:
The device was received for evaluation. The device was returned wet, with a portion of the patient line missing. Visual inspection with the naked eye showed a cut observed on the patient line and drain line tubing. The reported condition was verified. A tiny hole / damage to the cassette sheeting on the pump side of the cassette was observed. During use, likely the pumping pressure of the machine expanded the sheeting causing the damage to expand which allowed the cassette to proceed into therapy. There was no evidence of damage to the returned over pouch. Leak testing showed a leak from the cut in the patient line and a hole/damage in the cassette sheeting was observed. No issues were identified during clear passage and clamp function testing. The cause of the condition was due to a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during drain with an automated peritoneal dialysis set with cassette, a leak was observed. This was further specified as ¿pipeline was leaking¿ and ¿the pipeline broke in three places¿. Subsequently, the patient experienced cloudy drainage. The cause of the leak was not reported. The patient was administered cefaclor (for three days). At the time of this report the patient was ¿still under observation¿. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, six photographs of the sample were provided for evaluation. Visual inspection with the naked eye was performed and it identified that the patient line tubing was cut into two pieces. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.